Event description:
The customer observed falsely decreased carbon dioxide results generated on the architect c4000 processing module for multiple samples. The following example results were provided: (customer provided co2 normal range = 22 - 30 meq/l). Initial result was 29 meq/l one week ago and today the results were 15 meq/l and 15 meq/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely decreased carbon dioxide results generated on the architect c4000 processing module included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. A ticket search by lot did not identify an increase in complaint activity for lot number 64862uq08 for the current issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the carbon dioxide reagent lot 64862uq08 was identified. All available patient information was included. Additional patient details are not available. Corrected information in section g2.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased carbon dioxide results generated on the architect c4000 processing module for multiple samples. The following example results were provided: (customer provided co2 normal range = 22 - 30 meq/l) initial result was 29 meq/l one week ago and today the results were 15 meq/l and 15 meq/l no impact to patient management was reported.